Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of electrode function subsequent to sustaining a head trauma. The device was explanted on (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery.